Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Logs from the navigation system were received for evaluation. However, results are unavailable at time of filing. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system displayed an error 719 stating, "could not store medtronic raw volume instance." It was noted that the issue occurred when exporting from a medtronic planning system to the navigation system. Additionally, the planning and navigation systems were noted to be using the same version of the application software. Exporting the image through universal serial bus (usb) functioned as designed. There was no patient present when this issue was identified.

Manufacturer narrative:
H3) the software team investigated the reported issue and reviewed the logs and observed that error code 719 is "exam could not store into our db. Seems to be source is not in good format".  There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.